Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were on a cruise when they were experiencing a communication issue while trying to activate a pod. The patient had to seek medical attention for this issue. The patient did not want to provide information about their experience and how they resolved the issue. No treatment information was available.